Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not showing on the correct station. A technical support specialist dialed into the server and found that the new area had not been assigned under the patient unit and provided guidance to customer, directing navigation to units to area and selecting the appropriate area for the patient to appear. Informed that it would take a few minutes for the patient information to populate, and customer later confirmed that the intended patients had appeared in their new station and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not showing on two stations. The customer had moved patients from one unit to another, and all information had been coded correctly in epic. Patients from the 3npc station should have appeared on the 6ccu station, but none were displayed. Similarly, patients from the 5npc station should have appeared on the 6na station; however, patients from 7n were appearing on the 6na station instead, impacting multiple patients' care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.